Event description:
It was reported that when the werewolf was plugged in a flow 50 does not recognized. There was a surgical delay greater than 30 minutes. The procedure was completed with the same wand with a different generator. No patient injuries reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand which was found to the unit power switch has a loose wire connection inside the unit and will not recognize the flow 50 wand. The sd card information was downloaded and the information shows the following error/s: error code 6 - wand has been disconnected 2. Error code 8 ¿ wand ¿ambient¿ sensor not detected the complaint was verified and the root cause was determined to be due to electrical component failure. Factors which can lead to intermittent failure include: there may have been an issue with another device used as part of the system. There may have been a loose cable connection between the returned controller and the device which could cause intermittent failure of the device. There is a loose cable connection at the power switch causing the unit to turn on and off and cause an intermittent failure. There were no indications to suggest the device did not meet product specifications upon release into distribution.